Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was running high again. Customer treated with an injection and has been off the insulin pump since (B)(6) 2013. Customer's blood glucose is over 600 mg/dl. Caller stated that there was a hospitalization on (B)(6) 2013. Customer's blood glucose was over 600 mg/dl. Customer's blood glucose was running high for over 12 hours. Customer was delirious and her hyperglycemia. Customer was treated with an IV drip and an insulin drip. Customer was wearing the pump at the time of the hospitalization. Customer ran a manual prime and the insulin did exit the tubing. Customer was assisted with correcting the time and date. Customer's pump passed the high pressure test. Customer was advised that the pump was working as designed.